Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and hardware low level failure alarm. The customer¿s blood glucose was 170 mg/dl. The customer reported that scroll bar was not moving with no input. Customer states that there was no response from any button. The middle button, down arrow, the return, back sometimes the side button. Patient confirmed it was not dropped or exposed to liquid, patient ran self test and it has hardware low level failure alarm and shared to her what was the pump error all about. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with all buttons responding properly. The insulin pump passed the displacement test however, the insulin pump alarmed hardware low level failures during the self test and hardware low level failures alarm is found in the downloaded history file due to broken trace at pin 6 u1 on the keypad assembly.